Event description:
It was reported that a balloon rupture occurred. There is no information available for this event currently. The complaint will be updated with any additional information received.

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that a balloon rupture occurred. There is no information available for this event currently. The complaint will be updated with any additional information received.